Event description:
It was reported that an ilet user experienced elevated blood glucose after a supply change and dinner, with a measured value of 254 mg/dl and no associated alerts or alarms; the user was using a cannula-down infusion set and requested a site-only change, after which insulin delivery resumed and hyperglycemia troubleshooting and education were completed. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no injury, no hospitalization, and no medical or surgical intervention beyond routine troubleshooting. Investigation included customer interview and technical support review. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia. It was concluded that the event was user- and therapy-related with cause undetermined and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.